Event description:
After iabp for 24 hrs, blood backed into the balloon catheter and safety chamber. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 7/31/97.) (Pt's current status: unk- rpt'd 7/31/97.)